Manufacturer narrative:
The reported cartridge alarm 19 was confirmed.

Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 200-250 mg/dl and a bolus via the pump was delivered to address the bg level. The customer had been using the same cartridge on the pump due to repeated cartridge alarm 19s that were received and the pump would not accept a new cartridge. The customer was to use the pump to manage diabetes.